Event description:
Additional information received from baxter (B)(4): the product was being used for a unicameral bone cyst. A currette was used and actifuse was applied. Thirty cc of actifuse abx was applied. No implant was used. The patient did not present any predisposing risk factors that negatively influence the bone healing process and osseointegration the issue is the discharge afterwards. It is too early to confirm the lack of osseointegration. The draining was stopped. Oral antibiotics were given for secondary infection. Date of operation: (B)(6)-2010.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the follow up information has revealed a secondary surgical wound (superficial) infection; no reports of deep wound infection requiring debridement. Patient under antibiotic therapy; drainage stopped. Report is to early in the course of recovery to evaluate osteointegration. Actifuse is a biocompatible, bioactive bone substitute, provided sterile. While an infection caused by the use of product can be reasonably ruled out, an inflammatory reaction as a response to the implant is still a clinically plausible possibility. The further course of the recovery and the degree of osteointegration may provide additional clarification. A causal relationship with the use of actifuse abx cannot be ruled out. (B)(4). Additional information received from the baxter manufacturing facility: a review of the batch records indicated that there were no deviations during the manufacturing of product lots s80ppd2806gp, s80ppd2806hp, s80ppe0016hp that could have contributed to this case. No additional information is available at this time. Baxter (B)(4) is currently following up with the reporter for additional details regarding the degree of osteointegration. Upon receipt and evaluation of additional information, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): baxter medical assessment: actifuse is a silicated calcium phosphate non-weight bearing (synthetic) bone graft substitute. It should not be used where it could be subject to tension, torsion, compression, shear or bending. From the very brief narrative it appears that material has not been osteointegrated, and the (superficial?) Wound showed a healing disorder. To determine a causal relationship to the use of actifuse, or to other alternative causes fort he reported complications the following clinical details have to be clarified: what was the indication to use actifuse and what surgical procedure has been performed type of actifuse used (abx, easyprep, granules, microgranules, mis or shape) and volume of product used. What measure of stabilization/instrumentation have been used in case of tension, torsion, compression, shear or bending on the bone implant area. Did the patient present any predisposing risk factors that negatively influence the bone healing process and osteointegration, such as: avascular or compromised vascular network sites, metabolic disorders that may compromise bony regeneration, medication which could slow bone healing (anti-inflammatories/steroids, anti-rheumatic drugs, psychotropic drugs, and seizure medication, vitamin k, cholesterol-lowering statins, and antacids, hormones or cancer treatment)? Any clinical and lab parameters (x-ray, CT scans) confirmatory for lack of osteointegration. Patient outcome and eventually necessary therapies to treat the reported complication. Based on the existing minimal clinical data, a contribution of actifuse to the reported complications cannot be excluded. For a final medical assessment the above questions and technical surgical details have to be clarified. (B)(4). It has been determined that the product used was actifuse abx. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Actifuse seemed not to incorporate and also caused a weeping wound that has gone on to be infected. Doctor wants to know if this has happened before and what is the mechanism of this chain of events. Additional information received from baxter (B)(4) on 08-nov-2010: three different lots of actifuse were used on the same patient. The lot numbers are: s80ppd2806gp, s80ppd2806hp, s80ppe0016hp.

Manufacturer narrative:
(B)(4). Baxter (B)(4) has made multiple attempts to obtain additional information regarding the course of recovery and degree of osteointegration observed with the patient. No response has been received. This case will be kept on record for trending purposes.